Event description:
During index procedure, the patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex. The following day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the cx and not one as previously rep orted. The previously reported mi event occurred on the same day as the index procedure.

Manufacturer narrative:
(B)(4).